Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. The root cause is unknown. A batch review did not show any related manufacturing problems. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation is anticipated. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report regarding a transfer set with a crack on the light blue main body. The set was in use for two months. No injury or medical intervention was reported.